Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional carotid procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss could not be confirmed; however, the posterior cuff was detached from its needle tip during needle plunger retraction, as evidenced by flattened posterior cuff tabs. Cuff-to-needle tip detachment would result in a failure to retrieve the suture and could appear very similar to the reported cuff miss. A cause for the reported event could not be determined. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no no-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.